Manufacturer narrative:
This report is being field under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided following the conclusion of the manufacturer's investigation.

Event description:
On (B)(6) 2017 arjohuntleigh has been initially informed about the incident involving citadel bed. It was reported that when the trendelenburg button was depressed the asset would go into reverse trendelenburg and vice versa. There was no patient involved in this event.

Manufacturer narrative:
Missing UDI number was added.

Manufacturer narrative:
This report is being field under exemption e2012070 by arjohuntleigh (B)(4). (Registration # 3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration # 1419652). The device involved in the incident is citadel bed. The citadel bed is intended for use in the acute and post-acute care environments. It is not intended for use in the homecare environment. The bed is suitable for use in the following situations: intensive/critical care provided in a hospital where 24-hour medical supervision and constant monitoring is required e.g. Itu, ICU and ccu. Acute care provided in a hospital or other medical facility where medical supervision and monitoring is required, e.g. General medical and surgical wards. Long term care in a medical area where medical supervision is required and monitoring is provided if necessary, e.g. Nursing homes and geriatric facilities. One of the features of citadel bed is electrical adjustment of head down tilt (trendelenburg) and foot down tilt (reverse trendelenburg) which can be activated using appropriate control button responsible for lowering head end/foot end section of the deck. 100% manufactured beds are checked before being distributed to the customer to verify the required product specifications and check whether the acceptance performance criteria are met. Records of these inspections are documented in the device history record (DHR). The device history record has been reviewed. No anomalies were recorded at the time of manufacturing process. The asset serial no (B)(4) was pre-placement inspected in accordance to quality control check and passed the manufacturer's requirements. After it returned from rental, it was tested per quality control procedures post placement: the bed passed qc checks, functioned as designed and met specifications. No anomalous conditions were found on the bed. No repair were required, which would mean that there was no bed malfunction before providing the device to the customer. On 2017-jun-26 while the citadel bed was returned to the service center from a rental placement it was found out by arjohuntleigh technician that when the trendelenburg button was depressed the bed would go into reverse trendelenburg position and conversely. The malfunction reported was noticed during qc check. There was no patient involved, no adverse event occurred. After identifying the malfunction arjohuntleigh technician inspected the bed and revealed that the corresponding actuators were connected into the wrong control box ports causing the issue. Technician was able to repair the device throughout connecting actuators to the correct ports. Although it was concluded that incorrect actuators installation contributed to the event based on all facts gathered we cannot define the exact cause of the incorrect parts installation and confirm site responsible for unauthorized modification to the product. To ensure the safety of our products the instruction for use provided together with the involved device (830. 213 rev. B dated on january 2015) includes the following recommendations and warnings: warning: "to minimize the risk of falls or injury, the bed should always be in the lowest practical position when the patient is unattended", warning: " lock-outs for bed functions should be used at staff's discretion to prevent unintentional operation of bed", warning: " the use of head down tilt (trendelenburg) or foot down tilt (reverse trendelenburg) may be contraindicated for certain medical conditions" recommendation: " carry out a full test of all electrical bed positioning functions (backrest, height tilt, etc.)" Recommendation: " examine all accessible flexible cables for damage and deterioration". It needs to be emphasized that the likelihood of the occurrence of the death or serious injury in case of unintended bed movement is remote. In addition, the movement range is always within the predetermined and safe operating range of the device. In summary, although no adverse event occurred the complaint decided to be reportable in abundance of caution. With amount of sold devices on the market, the complaint ratio for reportable complaints with this failure is considered to be low. The device was not being used for patient care at the time of the incident. Upon the conducted investigation and bed inspection done by the arjohuntleigh representative, we were able to determine that the actuators fitted into incorrect control box port contributed to the event, however based on all facts gathered in this particular case we were not in position to determine the exact cause of the incorrect parts installation. At the time the event occurred the device was not working to manufacturer's specification.